Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose value of 400 mg/dl while traveling and the pump did not deliver insulin effectively after an infusion set change, with the user and caregiver noting failure to see drops during tubing fill and subsequent identification of insulin leakage from the cartridge setup and was resolved through troubleshooting and education that included replacing the supplies. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included successful resumption of insulin delivery without hospitalization. Customer care agent included telephone-based troubleshooting, inspection of the cartridge and pump chamber, and execution of the correct replacement and priming sequence. Investigation of this case revealed insulin leakage from the cartridge assembly with an inability to isolate the source, consistent with a leaking or improperly seated cartridge-to-connector interface that prevented proper priming and delivery. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to cartridge assembly leakage and interrupted insulin delivery.